Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; g3; h2; h4; h6; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a partial knee procedure, the pin became stuck inside the cut guide and then fractured inside the pin holder. There was a ten-minute surgical delay as a result of the malfunction however no patient impact or adverse events have been reported.

Event description:
It was reported that during a partial knee procedure, the pin fractured inside the pin holder. There was no patient impact, and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date, no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown pin holder. G2: foreign - event occurred in france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.